Manufacturer narrative:
Implanted device remains.

Event description:
Per the patient's surgeon, the patient experienced extrusion of the receiver stimulator through the skin flap. The flap tissue was washed with isodine, and the patient was administered with IV antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and skin flap necrosis prior to the explantation of the device.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). This report is filed september 19, 2016.